Event description:
It was reported that the infusion device did not work correctly. The patient had glucose levels of 25.0 to 27.0 mmol/l and was admitted to hospital by an ambulance. The patient stopped using the insulin pump and switched to insulin pen therapy. The glucose values started to decrease. No more information is available.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : shipment of complaint material from russia suspended indefinitely.